Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. Product ID 3778-60, serial# (B)(4) implanted: 2008-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient used to have a stimulator ¿years back¿ and had it removed approximately 1 year after implant. The implant was stated to have caused more pain than relief for the patient. The patient wanted to donate back the programmer and recharger. No injury was reported. Follow-up was performed with the patient¿s healthcare provider as this was a historical event to determine if any troubleshooting had been done, if a cause had been determined, and how the patient recovered. This event will be updated if additional information is received.